Event description:
The sales representative reported that the white tip that connects the suction broke off of the serfas probe during preparation.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the complaint investigation.